Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: the hcp then saw saline leaking from around the middle of the c180j, which was the joint site where the connector c35j and the spike were bonded.

Manufacturer narrative:
H6: investigation summary one sample was returned to our quality team for investigation. Through visual inspection, the connector is observed to be improperly assembled on to the spike. It was noted there is visible traces of the solvent used to adhere the spike to the connector, indicating it was applied, however, we cannot verify it was the proper quantity. A device history review was performed for suspected lots 2109208 or 2112201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct problem, it was determined this incident was likely related to a failure in the dispenser that doses the solvent, resulting in the improper assembly of the connector onto the spike. A project has been initiated to further investigate and prevent any reoccurrence of this issue.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced leakage. The following information was provided by the initial reporter, translated from japanese to english: the hcp then saw saline leaking from around the middle of the c180j, which was the joint site where the connector c35j and the spike were bonded.